Manufacturer narrative:
Concomitant medical products: product ID 8709, serial# (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2016, product type: catheter. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via product surveillance registry (psr) regarding a patient receiving intrathecal compounded baclofen 625 mcg/ml (dose 133.48 mcg/day), dilaudid 7.5 mg/ml (dose 1.6018 mg/day), clonidine 350 mcg/ml (dose 74.75 mcg/day) and bupivacaine 35 mg/ml (dose 7.475 mg/day) in simple continuous mode via an implanted pump. The baclofen lot number was unknown. Indications for use were listed as other carcinoma and malignant pain. The clinical diagnosis was numbness and the programming date from the most recent refill prior to the event was (B)(6) 2015. The outcome was ongoing. Interventions included explanted/replaced catheter on (B)(6)2015 and the device was returned. The patient had reported numbness of the buttocks, hip, and leg on the left side on (B)(6) 2015. Diagnostics included a MRI without contrast and the results included difficulty viewing the catheter tip on (B)(6) 2016. An MRI was ordered on (B)(6) 2015 to rule out an inflammatory mass versus degenerative disc disease. There was difficulty viewing the catheter tip with the MRI. A CT scan was ordered, but the patient's insurance denied authorization request. Instead, the patient was scheduled for a catheter revision. Since the pump battery was nearing normal end of life, the pump was replaced, as well. The event resulted in an unscheduled office or clinic visit. The etiology was possibly related to the device or therapy and not related to the implant procedure. The device noted was the entire catheter. On (B)(6) 2015 there was a 0% change in the patient¿s daily dose. The cause of the numbness was not reported. Information was received from a healthcare provider (hcp) via product surveillance registry (psr). The pump and catheter were explanted and replaced on (B)(6) 2016.

Manufacturer narrative:
Analysis of the catheter body found dark residue occlusion in dispensing holes and slice cut not related to explant damage.

Event description:
Additional information was received from a healthcare provider (hcp) via psr (product surveillance registry). The clinical site indicated the cause of the numbness of the buttocks, hip, and leg on the left side at the time of the event ((B)(6) 2015) was possibly due to the catheter. They were unable to get a computed tomography (CT) scan done to show the placement of the catheter.

Manufacturer narrative:
(B)(4) do not apply.

Event description:
Additional information received from a healthcare provider (hcp) via a clinical study indicated surgical observation revealed the catheter had 'crusted medication precipitated around site suggesting a leak distal to the anchor.' The device diagnosis was updated to catheter leakage. The outcome of the event was noted to be resolved without sequelae on (B)(6) 2016.

Event description:
Additional information was reported by a healthcare professional (hcp) on (B)(6) 2016. The patient's concomitant medications included morphine sulfate ER, morphine sulfate ir. The patient's pertinent medical history includes pain, osteosarcoma, deep vein thrombosis, hyperlipidemia, esophageal reflux disease, myocardial infarction, hypertension, depression, and acute myelogenous leukemia.

Event description:
Additional information received from a healthcare provider via a clinical study reported the numbness was at the left buttocks, left hip, and left leg.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.